Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis, applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire was confirmed, but when or how the wire was kinked could not be determined from the sample condition. One photograph was provided for investigation. The photo showed one guidewire in its hoop within the product tray. The blue tip straightener had been removed from the guidewire hoop and was not visible in the photograph. The guidewire extended further from the distal end of the hoop than the manufactured specification. The removal of the blue tip straightener and the length of wire extending from the hoop indicate that the guidewire and hoop had been manipulated after the tray had been opened. The kink was in the section of the guidewire that extended from the hoop and was positioned approximately 1 inch from the distal tip. The lid had been removed from the tray. The catheter, statlock, scalpel, microintroducer, needle, and injection cap were all visible in the tray and appeared to be unused. A review of the manufacturing records showed that all necessary inspections were performed and the lot met all release criteria. Since the wire was kinked, the complaint was confirmed; however, the cause could not be determined. A lot history review (lhr) of rebz1130 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was found bent when it was unpacked, which was abnormal. The customer dared not use it.